Manufacturer narrative:
A field service engineer (fse) conducted a customer visit and confirmed the reported issue by visually inspecting the analyzer. The fse inspected the waste tubing and found it was cracked at the connected point on the manifold. After further inspection, the fse found there was stress on the waste tubing due to the tube length being too short which caused tension on the tubing when the waste bottle cap was removed. The fse replaced the waste tubing, confirmed proper flow within the waste tube and no leaks was present after tube replacement. The fse validated the analyzer by running a daily check and quality control (qc) with results within acceptable range. The aia-360 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for failure mode "fluid leak from waste tubing". There were a total of two similar complaints found during the searched period, including this one. The most probable cause was due to a stress problem with the waste tubing, component failure.

Event description:
A customer reported the waste tubing connection leaking from the back of the aia-360 analyzer. The customer stated the leak was not coming from the overflow tubing. Technical support specialist (tss) instructed the customer to attempt to reseat the connection, but the customer found a crack in the tubing. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.